Event description:
It was reported that the patient underwent a gynecological sling procedure to treat stress urinary incontinence and pelvic organ prolapsed in (B)(6) 2007. The patient experienced pain, infection, bleeding, dyspareunia, incontinence, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures, including a surgery on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the mesh was removed on (B)(6) 2011 and (B)(6) 2012 due to infection, pain, erosion, recurrence, bleeding, extrusion, urinary and bowel problems and dyspareunia.(B)(4).

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that following insertion the patient experienced urinary frequency, persistent periurethral and periumbilical pain, urethral hypermobility, vesicovaginal fistula and mild cystocele. It was reported that patient underwent mesh excision on (B)(6) 2011 by dr. (B)(6).